Event description:
Patient was revised to address femoral loosening and backside poly wear/delamination of the insert.

Manufacturer narrative:
Examination of the submitted tibial insert component confirmed unanticipated polyethylene wear. The root cause of the polyethylene wear is being attributed to third body debris being introduced into the joint space. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.